Manufacturer narrative:
Upon retrospective review, this issue was determined to be an MDR.

Event description:
Merge unity pacs is a medical image and information management system that allows viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. Customer reported that a good numbers of reports have been missing headers. Reports are for distribution to referring physicians. If the patient demographics is missing and the report is distributed via fax or printer, the report could not be associated with any patient since no patient demographics are available. This event did not result in a serious injury to the patient. (B)(4)